Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller stated piston rod does not work correctly, blood glucose level too high for 3 days. Customer thinks the delivery is inaccurate. No adverse event alleged. A request was made for the return of the device.